Event description:
During routine testing of the device at the service center, the user reported that the cardioplegia and arterial pumps would operate on ac, but not battery power. The user reported there was an issue with the base power distribution board. Since the event occurred during routine testing, there was no pt involvement during this event.